Manufacturer narrative:
The technician found the brakes were not fully engaged, user error. Per the hill-rom user manual, warning: patient's may use the bed for support while entering or exiting; if the unit moves unexpectedly, patient injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes for the clinitron bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release the brakes, apply inward pressure to the upper end of the brake lever. The technician found the brakes function as designed, no repair needed. The technician in-serviced the account on the brake functions to resolve the issue. Based on the information, no further action is required.

Event description:
The account reported the brakes will lock but the bed still moves. There was no patient/user injury reported. (B)(4).